Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors (disposition, multiple medical comorbidities, and significant chronic noncompliance) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards patient support center received a call from a patient. As reported, the patient had the 9600tfx implanted for 7 years and one month in the aortic position. About 2 months ago, the patient started experiencing chest pains. Cardiac cath and echo (mentioned this was her first echo since valve implant) revealed that her valve was degenerated leaking. The patient was told that if the heart team tried to intervene, there is a risk that the valve will ''crumble'', which will increase the risk for a stroke. The patient was sent home without treatment. The patient's cardiology team is meeting to decide what can be done. Per the medical records, the patient has been admitted multiple times for various issues. They have a very complicated medical history and making this even more complicated is significant chronic noncompliance. Patient seen in the cardiology and was sent to the emergency room due to increasing edema and plans to complete right and left heart catheterization. The patient had a history of aortic stenosis with a poorly functioning bioprosthetic valve in the aortic location. Cardiac catheterization showed severe prosthetic valve aortic stenosis with valve area of 1cm2 and mean gradient of 32mmhg. Additionally there was severe aortic valve regurgitation with acute on chronic hfpef. Patient's case will be discussed at multidisciplinary heart team meeting with input from CT surgery for ultimate consideration of outpatient valve in valve tavr. The patient has multiple medical comorbidities that places them at extremely high risk. Not a savr candidate. Additionally, a CT scan will be performed as part of the pre-tavr protocol which might also confirm the calcification vs clot vs pannus vs vegetation. Per the medical records, there was no allegation that the valve would ''crumble'' with intervention.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards patient support center received a call from a patient. As reported, the patient had the 9600tfx implanted for 7 years and one month in the aortic position. About 2 months ago, the patient started experiencing chest pains. Cardiac cath and echo (mentioned this was her first echo since valve implant) revealed that her valve was degenerated and leaking. The patient was told that if the heart team tried to intervene, there is a risk that the valve will ''crumble'', which will increase the risk for a stroke. The patient was sent home without treatment. The patient's cardiology team is meeting to decide what can be done.